Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges. There was no reported impact to customer's blood glucose. The customer reverted to an alternate form of insulin therapy.

Manufacturer narrative:
Additional information was received on (B)(6) 2024 stating that multiple cartridge alarms were seen in the pump history that were cleared by loading new cartridges. During troubleshooting a new cartridge was loaded and the pump was working as intended.